Manufacturer narrative:
Tracking #.46306. Device not returned for analysis.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the clips would not hold on vessel. There was no pt consequence.